Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc device would not power on with button press. Customer experienced sweating, shaking, seizure and loss of consciousness and required treatment of glucagon by a healthcare provider. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the reader and no issues were observed. Reader did not turn on with button, strip, or usb cable insertion. Reader was connected to pc and was unable to be recognized. A bnp-1 issue was cloned. Issue was forwarded to extended investigation. A visual inspection was performed on the returned reader pcba (printed circuit board assembly) and found no issue such as liquid contamination, damage/missing components, or short between components and pcba. The returned reader crystal was checked on an oscilloscope and observed the crystal signal was not oscillating. The crystal was reflowed on the returned reader and attempted to power on the reader. The returned reader was able to power on successfully with button press. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc device would not power on with button press. Customer experienced sweating, shaking, seizure and loss of consciousness and required treatment of glucagon by a healthcare provider. No further information was provided. There was no report of death or permanent injury associated with this event.